Manufacturer narrative:
Eval summary: the analysis for the instrument found that it was returned with the shrouds broken off and separated; the plastic was discolored. The instrument was cycled and ejected three clips due to the condition of the shrouds. However, no jamming issues were noted during functional testing. No conclusion could be reached as to what may have caused the reported incident. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The final quality release criteria was met before this batch was released for distribution.

Event description:
It was reported that during a cholecystectomy procedure, jamming. There was no pt consequence.